Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(4).

Event description:
The initial reporter received a questionable ise indirect gen.2 sodium result for one patient from the cobas 6000 c501 module. The initial result was 82 mmol/l and the repeat result was 169 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer performed decontamination, changed the probe, checked all alignments, and performed ise checks and calibration. The investigation did not identify a product problem. The cause of the event could not be determined but appeared to be resolved by the service actions.